Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had alarmed because it was empty. The patient had experienced withdrawal. The patient's pump went empty because their doctor dismissed them due to delinquent follow ups. The issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.